Event description:
It was reported by the rep the device was used during a sigmoid resection. It was reported the exact problems were an unk difficulty with firing of the staple. Cartridge (tcr75), not all staples fired and some jammed in the housing. Completed the case by opening another tlc75. There was no consequence to the pt.

Manufacturer narrative:
Tracking# 57405. D6: device returned with no lot identification. Based on the info received & the visual & functional results, no conclusion could be reached as to what may have caused the reported incident. There were two instruments & two cartridges returned. Both cartridges were returned with significant damage to the surface of the cartridges. Due to the damage to the cartridges, it appears as if the instrument was closed across a hard object & an attempt was made to fire the instrument. The first instrument was fired with a reload cartridge & it fired & formed all staples as designed. The second instrument was fired with the returned cartridge. Despite the damage to the cartridge, the remaining staples fired & formed as designed.